Manufacturer narrative:
Date of event: (B)(6) 2015.

Event description:
A report was received that the patient was experiencing progressive, sharp pain at the top corner of the ipg and tenderness at the site. The patient felt it had moved more to the right and downwards. The physician believed that the battery was protruding with the possibility of skin breakdown. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced ((B)(6) 2016). It was noted that the lead extensions had several contacts that were not working at the extension site. Device malfunction was suspected on the lead extensions. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50cm. Model #: sc-2317-50, serial #: (B)(4), description: infiniontm cx 50 cm lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing progressive, sharp pain at the top corner of the ipg and tenderness at the site. The patient felt it had moved more to the right and downwards. The physician believed that the battery was protruding with the possibility of skin breakdown. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that during the revision, the ipg was not relocated and just stayed in the same pocket but was repositioned.

Event description:
A report was received that the patient was experiencing progressive, sharp pain at the top corner of the ipg and tenderness at the site. The patient felt it had moved more to the right and downwards. The physician believed that the battery was protruding with the possibility of skin breakdown. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing progressive, sharp pain at the top corner of the ipg and tenderness at the site. The patient felt it had moved more to the right and downwards. The physician believed that the battery was protruding with the possibility of skin breakdown. The patient will undergo a revision procedure wherein the ipg will be relocated.